Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. The test mini link transmitter communicates properly to the pump. No unexpected lost sensor alarm noted. Pump alarmed motor error during basic occlusion test due to faulty force system resistor. Unable to perform occlusion test, prime or system sensor test, no delivery test due to motor error alarm. However pump passed displacement test and had no rewind anomaly noted. No smell insulin on pump noted. No moisture damage on motor or electronics noted. (B)(4)

Event description:
The customer reported via phone call that the insulin pump has cracks on it, does not rewind all of the way and can smell insulin coming from the pump. The customer also indicated that she received a lost sensor alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.